Event description:
It was reported that during an acl surgery a f4 error message appeared on the quantum controller. No delay was reported. Surgery was finished using a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The controller, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned controller. Visual evaluation of the quantum ii showed an untouched warranty seal. The manufacturing date of the controller is rev.q / 2020-01-02. No manufacturing abnormalities or defect components were visually found on the returned unit. A inside view revealed no fluid spill marks inside the controller. During functional evaluation in service, the device showed a hardware error f4. No relevant clinical medical information was provided to conduct a thorough medical assessment. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of manufacturing records for this s/n ffh0868 found no deviations or non-conformances during the manufacturing process. ¿the complaint was verified and the root cause was determined due to an electrical component failure. Factors that could have contributed to the reported event include: (1) a power surge at the customer¿s facility to the controller which could have caused internal component damage; (2) a short in a wand which could have caused internal component damage to the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.